Event description:
It was reported that within a week post implant the patient had recurring positional diaphragmatic stimulation from the left ventricular (lv) lead. It was indicated that testing had previously been done using all lv pacing vectors and output adjustments had been made, but the patient continued to intermittently experience diaphragmatic stimulation, particularity when using a continuous positive airway pressure machine at night. At a one week post implant check, the patient also mentioned a "burning sensation" when lv lead capture was being tested at pacing amplitudes of 6 to 8 volts. It was noted the patient has never been programmed to those amplitudes and that the patient denied ever feeling that sensation outside of clinic testing. The patient continued to have intermittent diaphragmatic stimulation at 0.5 volts above the lv lead threshold, so a lv lead revision was scheduled. The lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.